Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer tried different wall adapters and charging cables without success and continued to use current pump, and technical support arranged replacement pump.